Manufacturer narrative:
An outside the united states customer obtained a discordant elevated patient sample result on atellica im high-sensitivity troponin I (tnih) assay, when compared to a lower result from a different sample of the same patient using an alternate method. The initial sample was retested on the same atellica im and the result was comparable to the initial result. The sample was then tested on another atellica im and resulted higher. The sample was tested on a second alternate method and resulted lower. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens healthcare diagnostics is investigating. Mdrs 1219913-2022-00445 and 1219913-2022-00447 were filed for different dates of the event.

Event description:
The customer obtained a discordant elevated patient sample result on atellica im high-sensitivity troponin I (tnih) assay, when compared to a lower result from a different sample of the same patient using an alternate method. The initial sample was retested on the same atellica im and the result was comparable to the initial result. The sample was then tested on another atellica im and resulted higher. The sample was tested on a second alternate method and resulted lower. The initial result was not reported to the physician(s). There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant tnih result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2022-00446 on dec 12, 2022. Siemens filed the MDR (B)(6) on dec 28, 2022. Additional information jan 16, 2023: the customer provided the following information: the sample tube type used is a dry tube. The sample was centrifuged at 2200 g for 11 min at 21°c. Repeat testing on the second atellica im used lot 076. For sample 2 with result < 3 ng/l on alternate method 1- method used was troponin t high sensitivity. For sample 1 with negative result < 0.010 ug/l on alternate method 2 - method unknown. Additional information feb 03, 2023: an outside the united states customer observed atellica high-sensitivity troponin I (tnih) lot 068 discordant elevated (>IFU 99th% 45 pg/ml) results on a patient sample when comparing them to alternate methods. They also observed non-reproducibility with the second patient sample. Siemens reviewed available information to evaluate for a potential product problem. Test date: nov 29, 2022 patient sample 1 - atellica im 1 (B)(6) tnih initial result: 187 ng/l. Patient sample 2 - alternate method 1 troponin t repeat result: < 3 ng/l. Test date: dec 02, 2022. Patient sample 1: atellica im 1 (B)(6) tnih initial result: 188 ng/l. Atellica im 2 (B)(6) tnih repeat result: 493 ng/l. Alternate method 2 repeat result: < 0.010 ug/l (= 10 ng/l). Siemens reviewed log files for atellica im 2. Sample traces and reagent traces had no deformities. No hardware errors were observed within the time of sampling in the icdebug logs. Autocheck passed for all parameters for both days of occurrence. Siemens was unable identify a root cause for the discordant elevated result (493 ng/l) compared to the atellica im results generated on atellica im on (B)(6) 2022 issue as the cause for that observation. With regards to elevated atellica im tnih results vs alternate methods 1 and 2, results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and alternate methods will have similar results. There are cardiac and non-cardiac conditions that can cause elevation in troponin I in the absence of myocardial infarction as well as interfering substances ie heterophile antibodies in samples that can cause an unexpected elevated troponin result. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." No potential product issue is observed. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated. MDR 1219913-2022-00445 supplemental 2 and MDR 1219913-2022-00447 supplemental 2 were filed for the same updates.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2022-00446 on (B)(6) 2022, reporting an outside the united states customer obtained a discordant elevated patient sample result on atellica im high-sensitivity troponin I (tnih) assay, when compared to a lower result from a different sample of the same patient using an alternate method. The initial sample was retested on the same atellica im and the result was comparable to the initial result. The sample was then tested on another atellica im and resulted higher. The sample was tested on a second alternate method and resulted lower.dec 17, 2022 additional information:section d8: was this device serviced by a third party? Updated to no.the customer confirmed the sample type - serum.siemens continues to investigate.mdrs 1219913-2022-00445 supplemental 1 and 1219913-2022-00447 supplemental 1 were filed for the same updates.